Event description:
According to the reporter, during laparoscopic low anterior resection, the stapler was unable to fire, and the surgeon was unable to squeeze the handle. They changed to another reload to complete the case. The patient is alive with no injury.